Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. A broken piece, approximately 0.56" x 0.10", was not returned. Material was missing. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a detached blade.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument blade broke while the surgeon was sweeping the thyroid lymph nodes. Fragments were reported to fall inside the patient and were retrieved from the body during the same procedure. The customer used a spare instrument to complete the procedure. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The surgeon was dissecting as the fragment fell inside the patient. The issue with the instrument occurred about an hour after the procedure started. The surgeon did not notice functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. The instrument was not removed before breakage and the wrist was straightened. The staff did not feel resistance upon the removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved by the assistant and nurse. The endoscope was also used to assist. No additional surgical procedures were done to remove the fragment. No post-operative tests were performed to check for remaining fragments. The procedure was completed robotically. It is not known if the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.